Event description:
It was reported that the patient developed an infection. The physician was concerned that the patient missed his ten day wound examination and instead visited his general practitioner who had prescribed two courses of antibiotics, instead of being treated with IV antibiotics. The patient was hospitalized on (B)(6) 2013 and was given IV antibiotics. The pacing system was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.